Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two samples were provided to our quality team for investigation. Through visual inspection, no damage or defects can be observed on any of the components that may have lead to the reported disconnection. Functional testing verified the injector was able to securely attach to the spike port adapter without any issues. Dimensional testing confirmed that the all-critical dimensions met all required specifications. A device history review was performed for lot 2506603; no deviations or non-conformances were identified during the manufacturing process that could have contributed to this concern. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information, we were unable to identify a root cause linked to our device or the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: this is a complaint about the injector and spike port came off during outpatient use. This incident involves a white injector and spike port detachment. Leakage of anticancer medication occurred, but the drug name is unknown.